Event description:
New information on (B)(6) 2014, noted that during follow-up multiple episodes of auto mode switch were noted due to noise. No intervention was reported and the patient would be monitored. The patient was doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited noise. The lead remained implanted. The patient would be monitored.